Manufacturer narrative:
The device evaluation is ongoing. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
The customer reported to olympus the videoscope had near focus activated during the entire procedure and the displayed an e43 alarm. The type of procedure was not reported. There was no report of patient injury or medical intervention associated with this event.

Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. Based on the results of the investigation, the suggested event was not confirmed, and the root cause could not be identified. The event is preventable by handling the device in accordance with the following instructions for use (IFU): inspection of the focus switching function. The cause of the reported event cannot be conclusively determined. Olympus will continue to monitor field performance for this device.